Event description:
Information received with return of the explanted device notes that the patient is hunchbacked and already had several revisi ons for electrodes and pulse generators. Previous revisions were due to infection or perforation off the system. This revision was due to high lead impedance and loss of capture and sensing.